Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient had underdosing, increased spasticity and itching since the pump was implanted. The pump had not worked as well as the other pumps the patient has had. No alarms were in the pump logs. Other drugs the patient was taking at the time of event included oral baclofen. The cause of the event was unknown. On (B)(6) 2015, both a dye and roller study results were normal. The patient was not receiving effective therapy. It was noted that the patient will ask managing provider to perform volume discrepancy at next refill. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. (B)(6) 2015 crts 3271782 crts 3272059 (rep, con): additional information received from a consumer and company representative indicated that the patient was still not receiving the same therapeutic effect as with prior pumps. This had been occurring since the last pump replacement on (B)(6) 2014. The replacement had been due to the pump coming unanchored from the patient's tissue, leading to twisting of the catheter in (B)(6) 2014; the catheter had not been replaced at that time (refer to (B)(4) . On (B)(6) 2014 the catheter had been completely replaced and even after that replacement the patient felt the pump had never really worked right. He had a sudden increase in spasticity about two weeks following the catheter replacement. At the last pump refill the dose had been lowered to 250mcg/day and the patient's legs worsened, so he knew the pump was working somewhat; it was increased back to 310mcg/day on (B)(6) 2015. Another appointment was scheduled in 1-2 weeks to see how the dose increase was going. Omitted information related to overdose in 2009, refer to pe (B)(4). (B)(6) 2015 patltr (con): additional information was received from a consumer who indicated that the patient's inadequate therapy had not been resolved. In regards to the patient's new/current pump, the catheter had been replaced, a dye study and rotor study were performed, an ilium/indium study (nuclear study) was performed, the pump was turned up, the pump was turned down (due to possible paradoxical reaction), it was thought that the doctor had given up, a company representative had been contacted, and the pump was turned up. The next steps to take were unclear to the consumer, possibly involving the patient's insurance/medicare/medicaid.